Event description:
It was reported that the surgeon requested a triathlon tibial insert #5 - 13mm to be opened onto the field. The outer package was confirmed by sales representative and surgeon to be opened onto sterile field. Once implant was opened, it was noticed that the insert was packaged improperly and it was a #4 - 9mm insert inside not a #5 - 13mm as it was stated on the outer and inner package. Another insert was opened and implanted.